Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 231 mg/dl and a correction bolus was delivered to address bg. Contact alleged the pump settings were not correct. Contact declined tandem technical support's (cts) offer to perform a pump system check. Cts recommended the contact discuss the event with a healthcare provider.